Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a crack and leak from the female luer of an extension tubing during an infusion of d5w running at 2ml/hr. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of extension tubing cracked and leaked was confirmed. Visual inspection noted that the female luer had a vertical hair line crack. Inspection under magnification revealed no stress marks, and no other damage or other issues were observed with the rest of the set. During functional testing a leak was observed from the crack. The cause of the leak was identified as a crack in the set's female luer. Root cause of the crack is unknown.